Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacing lead impedance measurements on this left ventricular (lv) lead, which were 500 ohms at implant and were currently approximately 300 ohms, had dropped below 200 ohms one time. This measurement was not reproducible. Thresholds and sensing measurements were within normal limits and no noise was present. A boston scientific technical services (ts) recommended monitoring. No adverse patient effects were reported. This lead remains in service.